Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor current error detected. Customer stated that the insulin pump was not exposed to high magnetic field. Customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and current measurements however, unit was received with a pump error 41 alarm during rewind due to a problem isolated to electrical board. Unable to perform the displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 39 due to pump error 41.